Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-04692. It was reported the patient was not receiving effective stimulation therapy from the scs system. Subsequently, the patient had both of the scs leads explanted and replaced with one lead. Reportedly, one of the leads was exhibiting high impedance. Postoperatively, the patient reported receiving effective stimulation therapy.